Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported feeling fuller than usual during the previous night's treatment. Technical support assisted in reviewing treatment records. It was determined that the patient experienced iipv (increased intraperitoneal volume). The patient discontinued use of the cycler and reverted to manuals in order to complete treatment for the night. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient reported feeling fuller than usual during the previous night's treatment. Technical support assisted in reviewing treatment records. It was determined that the patient experienced iipv (increased intraperitoneal volume). The patient discontinued use of the cycler and reverted to manuals in order to complete treatment for the night. The cycler will be replaced. Upon follow up with the patient's nurse it was confirmed that the patient was fluid overloaded and hence felt full. The patient utilized capd (continuous ambulatory peritoneal dialysis) to complete treatment on the night of the event. The patient received a new cycler the day following the event and has since been continuing with peritoneal dialysis, un changed. The patient visited the clinic on (B)(6) 2018 and reported no issues.